Manufacturer narrative:
Investigation: defect: foreign matter ¿ silicone. It has been received 2 pictures for investigation. On visual inspection of the 2 pictures received, it can be observed foreign matter attached to the plunger on the nerves behind the stopper (not inside the syringe). DHR of lot 1704269p has been reviewed not finding any annotation or deviation regarding the alleged defect. This foreign matter is silicone and grease from assembly process. Silicone is employed during syringe assembly process to lubricate the cylinders in the silicone station (medical grade silicone authorized to this kind of products according to iso-7886-1). A failure in silicone sprayer can caused assembly wheels resulted stained. As consequence this foreign matter resulted attached to plunger nerves during assembly process. Equipment of manufacturing line is regularly cleaned according to procedure (B)(4): once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures ((B)(4)). Process: visual inspection. Printing (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet.

Event description:
It was reported that black foreign matter was found inside the bd plastipak¿ 30ml luer-lock syringe. There was no report of injury or medical intervention.